Event description:
Customer states that the therapist automated two fields in a plan, resulting in the gantry coming into contact with the pt's hand. Therapists stopped gantry rotation when the machine touched the pt. There was no injury that required any medical treatment.

Manufacturer narrative:
The problem was reproduced. The zone rules are not enforced during automated field-to-field transitions. Moreover, laserguard is not enabled. Therefore, there was no way to prevent the gantry from rotating onto the pt in this scenario. During the transition between fields 3 and 4, the radiation therapist (rt) observed that the gantry was approaching the pt and pressed the dedicated keyboard (dkb) beam off button to interrupt treatment. The rt lowered the couch, rotated the couch to 0.0, (190.0), rotated the couch back to 90 deg, then resumed treatment. No report of injury was received. An internal corrective action has been established to address this issue ((B)(4)). No further f/u to this MDR is anticipated. (B)(4).